Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with a reported high over 400 mg/dl followed by a low of 51¿56 mg/dl, temporarily powered off the ilet pump, then restored function by placing it on the charging pad; the user had performed a recent infusion set and cartridge change using contact detach without leakage, but observed bleeding and had used meal announcements to lower glucose, which was identified as inappropriate and addressed with education. Symptoms included dizziness, sweating, anxiety and dehydration. Outcomes included correction of the low with oral carbohydrates and no need for outside assistance or medical intervention. Investigation included user coaching on low treatment, high alert response, and avoiding use of meal announcements for correction, as well as review of supply change details. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia and hypoglycemia, with user actions and possible site variability considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.